Event description:
Ous MDR - after an implantation time of about 2 months, loss of capture was reported, and phrenic stimulation was observed at the same time. The lead was explanted and returned to biotronik for analysis.

Manufacturer narrative:
The returned lead was extensively analyzed. During the investigation, the lead was visually, electrically and mechanically checked. Upon visual inspection, damage to the steroid collar was noted, which is probably due to the surgical procedure. The analysis showed no differences that could be related to the clinical complaint. The measurements of the electrical analysis were within the technical specifications. The functional test of the fixation mechanism did not show any deviation. There was no evidence of a material or manufacturing defect.